Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels of 500 mg/dl and above. The customer stated they just had a procedure done and was off of the insulin pump for 12 hours. The customer also stated that they thought the high blood glucose levels were due to a medication. The customer declined to troubleshoot and said they would call back if problems persisted. The product was not returned for analysis.